Event description:
It was reported that during a procedure on (B)(6) 2023, the driving cap broke off inside the insertion handle. Another set of instruments was retrieved to obtain replacement items. Surgery was completed successfully with a three minute delay. This report is for a driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: part: 03.010.523. Lot: 8953336. Release to warehouse date: 28 july 2014. Manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that device 03.010.523, driving cap/threaded was broken at the tip. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Based on reported condition, a dimensional inspection and document/specification review were not required. The overall complaint was confirmed as the observed condition of the device 03.010.523, driving cap/threaded would contribute to the alleged device issue. Based on the investigation findings, potential cause can be attributed to end of life identified and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.